Event description:
A customer reported that the usb port was damaged requiring adjustments to charge. There was no reported impact to the customer¿s blood glucose level. The customer declined a follow-up with customer technical support at this time and is currently out of warranty, in the process of obtaining a new device.